Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the lack of image was caused by a faulty charge-coupled device (ccd). However, the specific cause of the faulty ccd was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that intermittent image occurred due to a bad charge coupled device (ccd) unit. It was also noted that the switch 1 and switch 3 were not working due to bad ccd. The rear cover was worn and out and the connector was third party and had gone bad. The serial plate was faded and unique device identification was missing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the hd autoclavable camera head had no image. The issue was found during preparation for use. There were no reports harm associated with the event.